Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the controller got ran over and it was up like 3.00, so patient was stuck there, its high and shocking patient for the last 3 weeks now. Patient needed controller, so they could turn stimulation down and said patient programmer got run over in mid-(B)(6). It was noted patient had high stimulation, shocking, device got run over by car. On (B)(6), patient stated the package was delivery and motel didn't know who signed the package for, patient said she thought ¿it was some random person¿. On (B)(6) 2018, patient called back and stated the (B)(6) lost her replacement pp. Patient re-reported her device was shocking her. Patient services (pss) redirected patient to healthcare professional (hcp) for device assistance. Pss reviewed with patient that the package was delivered and unable to send another one as it is now considered lost product. Pss redirected patient to foundation care for lost product. It was stated she was unable to get another replacement pp, so she either get the device taken out or need to be turned down. Psss reviewed any doctor could call in manufacturer to get help turn off device until patient received a replacement pp through foundation care. Patient had gone to hospital 4 times due to this and was told to call the representative. Patient stated she was frustrating, and she would not have gotten device implanted if she knew this. It was stated the device was stuck in her body and patient couldn't turn it down, it was getting on her nerves and she had anxiety. It was noted her local doctor was 2 hours away and she had no means of transportation, she needed her device turned down or removed. No further complication and events were reported.